Event description:
The customer contact reported the semi-rigid adapter of the clave secondary port broke; subsequently, a leak was noted. On an unspecified date, the primary plumset was being used to deliver an unspecified medication, at an unspecified rate. After an unspecified length of time, the male adapter of an unspecified secondary tubing set was connected to the clave secondary port on the cassette of the primary plumset for a piggyback delivery of an unspecified medication. After an unspecified length of time, the customer contact reported that the semi-rigid adapter of the clave secondary port broke and an unspecified volume of solution leaked. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no add'l info was provided, including if the primary tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
On used device was received and evaluated. Testing found the semi-rigid adapter between the clave port and the secondary port of the cassette was partially broken. This was due to the design of clave port that is directly bonded to the secondary port of the cassette. This report represents all the info known by the reporter upon query by hospira personnel.